Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3830 implantable pacing lead, (B)(6) 2007; c154dwk implantable cardioverter defibrillator, (B)(6) 2007; 4193 implantable pacing lead, (B)(6) 2007; 4076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate detection. The right ventricular lead and device remain in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.